Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii device did not load properly and the seal was stuck in the loading device. The hospital did not report any pt effects. The hospital intended to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).